Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. It was stated that the doctor requested for someone to come to the hospital and troubleshoot the insulin pump rather than performing over the phone. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.